Manufacturer narrative:
A ge service representative performed an onsite investigation. The foot switch was repaired, but needs to be replaced. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that x-rays stay on after releasing the x-ray foot pedal. No pt injury was reported.